Manufacturer narrative:
(B)(4). There is not sufficient info to determine if the speaker had any sound. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the device issued a speaker malfunction. No pt harm was reported.